Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - boston scientific received information that the patient with this right atrial (ra) lead developed a hematoma. The patient lifted heavy objects and a blood vessel ruptured causing a hematoma to occur. A surgical procedure was performed to remove the hematoma. The physician noticed an infection inside the pocket. The pocket was cleaned and bleeding was stopped. The patient was taking anti-coagulation medication due to an artificial valve which made the bleeding difficult to stop. Additional information indicates that the ra lead was successfully explanted through laser extraction. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.